Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No devices have been returned for examination. Device history records have been reviewed for all provided product/lot combinations with no related deviations or anomalies identified. Patient records have been received and examined by a depuy analyst ii, m.d. A review of those records did not identify a root cause. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address dislocation. Operative report from the revision on (B)(6) 2010 indicates that the acetabular component had migrated medially into her pelvis assuming a horizontal position.

Manufacturer narrative:
(B)(4).

Event description:
Pfs allege pain. After review of medical records, patient was revised to address painful revision of left total hip arthroplasty secondary to femoral component, stemmed hip pain, malposition of left acetabular component, retained deep hardware, left hemipelvis and left femoral shaft, she also has a retained hardware from her femoral shaft osteotomy. Revision notes reported posterior capsule was incised allowing entrance into the hip joint, clear somewhat dark fluid was encountered.